Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, the device was inserted into the stomach and tested. During actuation of the handle, the tip of the basket detached and remained inside of the sheath of the device, nothing fell inside of the patients stomach. The procedure was completed with an unknown competitors device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been requested, but not yet received for evaluation at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an infusor that had ruptured during patient use at the patient's home. The device was filled with fluorouracil and normal saline. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and evaluated by baxter. The sample receipt date has been provided in (B)(4) . The reported condition was confirmed. The lot number has been provided in (B)(4) . A batch review has been performed. All release criteria have been met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4) .